Event description:
It was reported that when the external pulse generator (epg) was powered on an error message was displayed. It was noted that when the batteries were replaced, the error cleared, and the epg powered on with no errors. There was no indication of any patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.